Manufacturer narrative:
Device code a0401 captures the reportable event of catheter break.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was unpacked for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During preparation, it was noticed that the device was broken in the package, which was confirmed via a photo submitted by the customer. The procedure was completed successfully with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.